Event description:
I noticed I was having pain and hardening of the right breast about two years after receiving mentor textured gel implants. I went to another surgeon and we decided to replace my current implant with sientra textured gel implant, along with utilizing mesh to help with placement. After having my original surgery, I had contact dermatitis along my panty line (abdominoplasty incision), which my surgeon believed was from laundry detergent. I had a spinal fusion a few years after and contracted the same contact dermatitis over my spinal infusion scar, as well as under my breast and where my abdominoplasty scar was. After the second breast surgery, I broke out in contact dermatitis again in not only the above-mentioned areas, but now my entire body. Since my first surgery, I had been in and out of the doctors' and specialists' offices with neurological symptoms such as brain fog, muscle fatigue and joint pain, and dizziness, as well as weight gain, inflammation, gi upset (bloating and flatulence) anxiety, depression, decreased vision with blurriness (which prior to I had 20/10 vision) mood swings, headaches, insomnia, and recently started having tremors in my hands and difficulty holding things in my hands. I battle with neck and back pain every day, even though my spinal fusion was supposed to cure that. I have recently had blood work done that is now saying I have auto-immune disease, however, my gp is not concerned due to the titer being low. My hair has become brittle and is has been falling out for some time. No one doctor can pinpoint why I have all these different symptoms that do not necessarily point to one diagnosis. My right breast is once again painful and inflamed. I believe these symptoms are due to my implants and I am scared that I am developing breast implant related breast cancer. This is the first time I have tested positive for any autoimmune disease and I am (B)(6) years old. FDA safety report ID # (B)(4).